Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A stem had debris of label. Silicon cap of the stem had already come off from stem when package was opened. Therefore dr. Gathered the stem was moving in the package during transportation and moving stem scratched the label. Dr. Used this product after cleaning.

Manufacturer narrative:
An event regarding pack damage and debris within the pack involving an mrs stem was reported. The event was confirmed. Visual inspection was performed on the returned pack. A DHR review was performed and is satisfactory. A chr review confirmed that there were no other similar events for the lot. The packaging cell evaluated the returned packaging and completed an investigation. It was decided that an nc investigation was required for this event as the implanted component came into contact with the trace code label within the pack which is not intended. The trace code label is fixed to the pack in a location that the code can be read through the sealed pack while in a location that the device does not come into contact with it. In this event the device pack was subjected to excessive handing to the extent that the device was jolted out of place in the pack, leading to movement of the device and rubbing against the trace code label. In this event the surgeon decided to wash the device and implant the component although this is instructed against in the IFU.

Event description:
A stem had debris of label. Silicon cap of the stem had already come off from stem when package was opened. Therefore dr. Gathered the stem was moving in the package during transportation and moving stem scratched the label. Dr. Used this product after cleaning.